Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information provided, the reported difficulties appear to be due to case circumstances. It is likely that the sheath was bent or angled in the anatomy causing difficulty advancing. In addition, it is likely that after the failed attempt to advance, the stent became loosened on the balloon due to interaction with the anatomy and sheath, resulting in the dislodgment during removal. Reportedly, the stent was deployed in healthy tissue in the iliac artery. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right renal artery. A 6.0x29mm otw omni elite balloon expandable stent system (bess) was being advanced; however, resistance with the anatomy and sheath was felt and the stent became loose on the balloon. An attempt was made to retract the loose stent and bess into the sheath but failed due to resistance with the sheath. Therefore the stent was deployed in healthy tissue in the iliac artery. The procedure was successfully completed with the deployment of a new 6.0x29mm otw omni elite stent at the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.